Event description:
Patient reported elevated blood glucose of 846 mg/dl and corrected blood glucose using infusion device and insulin pen. Patient reported the insulin cartridge was occluded but the infusion device gave no error message. Infusion device was requested evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.